Event description:
Pt underwent spinal surgery in 1999 for scoliosis of the lumbar spine from levels l2-sacrum. About a month ago, pt found to have (2) broken sacral plate screws on the left side and (1) broken rod on the right. Re-operation required, however exact date unknown at this time.